Manufacturer narrative:
Product complaint#: (B)(4). Date sent to the FDA: 11/30/2020. The following information has been requested and provided. To date the device has not been received. If the further details are received at a later date a supplemental medwatch will be sent. Procedure date? No further information is available. Event date? No further information is available. Procedure name? No further information is available. Current status of patient. No further information is available. Was there any medical surgical intervention performed to treat the injury caused by the trocar needle? No further information is available. Does the surgeon believe there is a deficiency of the device that caused or contributed to the event? No further information is available. No further information will be provided. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). The following information has been requested and received. To date the device has not been received. If the further details are received at a later date a supplemental medwatch will be sent. Was the artery damaged? It was reported that the abdominal wall vessel (it was supposed to be the inferior abdominal wall artery) was injured. Was there any medical or surgical intervention performed to treat the injury caused by the trocar needle? If so, please clarify. No further information is available. Was the patient treatment altered in anyway due to this issue? If yes, please explain. No further information is available. What is the most current patient status? No further information is available. No further information will be provided. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown ob-gyn surgery on an unknown date and a drain was used. During surgery, when passing the trocar needle of the drain to the tissue, the abdominal wall vessel was injured with the trocar needle. It was believed to be the inferior abdominal wall artery. The lot number is unknown. Further details are not provided. No sample will be returned. Additional information has been requested.